Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would not vibrate even though it was set to vibrate. The customer¿s current blood glucose was 140 mg/dl. Troubleshooting was performed. The insulin pump¿s battery was not low. A self-test was performed. The device did not vibrate during the vibrate test. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no unexpected no delivery alarm noted during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, unit failed to vibrate during self test due to vibrator motor connector broken black wire. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, scratched reservoir tube window, stained address/serial number label and stained end cap sticker.